Event description:
It was reported that in anesthesia during insertion, the md noticed a crack on the hub of the introducer needle. As a result, a new kit was opened and used with out issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn# (B)(4).